Event description:
A complaint was received from a home care distributor on (B)(6) 2013 regarding a patient who stated that she "filled her bubble humidifier to the line on the bottle and believes that water made out of the bottle in to her cannula." The patient also reported that she "spent numerous days in the hospital with water in her lungs due to the humidifier." The home care distributor believed to also have filed medical device report for this incident. It is important to note that the product in question is not available for return to salter labs for evaluations, nor is the lot number for the product available. Perhaps important to note is that there are design features that prevent condensation from collecting in the hose; however, filing the humidifier above the maximum fill line can potentially cause condensation to collect in the hose. Without evaluating the specific product in question, it is not possible to confirm the complaint or determine a root cause, if applicable. This is a final report.